Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the closure device was successfully implanted without complications. Post procedure, the patient complained of slight chest discomfort for which a pericardial effusion was found. The defined cause of the effusion is unknown. A pericardiocentesis was performed and removed 50cc of fluid. There was no change in the patients hemodynamics and no further intervention was needed. The patient is doing well and has been discharged home.